Event description:
On (B)(6) 2011, the lay user/patient while on a cruise in (B)(6) contacted lifescan to report the one touch ultraeasy meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 12:00 pm, the patient obtained the blood glucose reading of 300 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. Based on this reading, the patient took 12 units humalog insulin, ate "some food", and went for a walk. One hour later, the patient experienced the symptoms of nausea, shaking, sweating, and he "felt ill". The patient administered self-treatment by consuming food; he did not seek any medical attention. Troubleshooting revealed the meter was programmed for the correct unit of measure, and the patient did not test his blood glucose level using any other device. The meter and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he took insulin based on an elevated meter reading, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/25/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Gender: male. Weight: (B)(6). 510(k) # is k061118.